Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that the patient was brought back in for another follow-up. The pacing impedance measurements were tested again and were still above 3,000 ohms in bipolar configuration; however, the measurements were in range in unipolar configuration. The sensing amplitudes were in normal range in bipolar configuration. The pacing threshold measurements were also higher than expected. An echocardiograph was performed and it was discovered that the patient had a slight pericardial effusion. The patient did report feeling shortness of breath for five days. No interventions were reported, and at this time, an x-ray of the device connection has not been performed. The leads and pacemaker have been programmed for unipolar pacing and bipolar sensing and remain implanted and in service.

Event description:
Boston scientific received information that during the implant of this pacemaker, it was noted that the pacing impedance measurements were above 3,000 ohms on both the right atrial (ra) and right ventricular (rv) leads. The physician programmed both leads to the unipolar configuration and the measurements were in normal range and the system was functioning correctly. No adverse patient effects were reported and the implant procedure was completed. During a normal patient follow-up a week later, it was noted that the pacing impedance measurements were again above 3,000 ohms on both the ra and rv leads. All other lead measurements were in normal range. No adverse patient effects were reported. Further investigation into this issue is currently being pursued to determine the reason for these observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.